Event description:
Record shows over ride; staff insists none was performed. Customer called into the varian help desk because she was investigating a report from a patient that his treatment was "different" than before. The patient's plan comes from pinnacle and is recorded in impact multi access. Customer reviewed the data in multi access and notes the field was planned to be at gantry angle=208 degrees, but was overridden by a staff member and treated at gantry angle=0. Customer states the staff insists they did not override the gantry. Customer also states they have confirmed at the 4d that the (B)(6) staff do not have the right to override the gantry.

Manufacturer narrative:
When the varian helpdesk agent called back to get further details on the incident, the customer stated that her chief physicist is investigating the issue and prefers not to provide further info at this time. The customer only stated that they have had issues with impact not recording data accurately and that this was an issue with one field for one day. They would not state the mu or dose involved. Unfortunately, to reproduce the allegation, varian would need the customer's data logs. We are not able to perform an investigation to determine what caused the event. No conclusion can be drawn at this time. Per info from our medical professional, there is not enough info to rule out serious injury in this case. No add'l f/u to this MDR is expected.